Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the keypad buttons were sticking and the ¿up¿ and ¿down¿ arrow buttons had a delayed response. Patient reported that there was no damage to the keypad or evidence of moisture corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/07/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 03/19/2014 with the following findings:a visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was intact. The pump powered up with the appropriate audible and vibratory functions. The ¿up¿ and ¿down¿ arrow buttons responded properly while the ¿ok¿ and contrast buttons responded properly. Removal of the keypad cover found contamination under the ¿up¿, ¿down¿ and contrast button contacts. Unrelated to the button issue, it was observed that the display screen was dim and discolored. The pump display screen was replaced with a test display screen and the test screen functioned properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.